Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control panel was replaced to resolve the reported issue.

Event description:
The hospital reported the bag to vent switch was not switching from one mode to the other preventing the selection of the desired mode of ventilation. There was no report of patient involvement.